Event description:
It was reported the right ventricular lead demonstrated low impedance measurements and slightly elevated thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 4524 implantable pacing lead 1993-(B)(6). (B)(4)